Event description:
The reporter indicated that on (B)(6) 2023, a 12.6mm vticm512.6 implantable collamer lens of a -6.50/3.5/087 (sphere/cylinder/axis) tore during injection/delivery into the eye. The lens was intraoperatively implanted and removed for a larger length lens into the patient's left eye (os). No injury was reported. The problem was resolved.

Manufacturer narrative:
H6: work order search found no similar complaints. Claim# (B)(4).